Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that some set screws popped off and now have to do a revision. They want to ensure that the torque limiter on our final tightener is properly calibrated.